Event description:
It was reported that the defibrillation electrodes that the customer was preparing to use on a pt, would not connect to the defibrillation cable on their device. The pt did not suffer any adverse effect as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the returned defibrillation electrodes and verified the reported failure. Physio observed that the connector pin was bent, which didn't allow for the connection. The customer received a replacement set of defibrillation electrodes.